Event description:
No additional information.

Manufacturer narrative:
Correction: catalog and batch number provided. See d tab. PMA/510k: k221327: see g tab.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported backflow. Verbatim: specifically related to the back check valve a set of primary tubing (used with secondary tubing to infuse potassium as piggyback). Unknown patient harm.